Event description:
It was reported that the foley catheter cuffed causing injury to the pt.

Manufacturer narrative:
The device was not returned for eval. The lot number is unk therefore the device history record could not be reviewed. (B)(4).